Event description:
It was reported that this pacemaker is operating in safety mode. Immediate replacement is expected; however, this pacemaker remains in-service at this time. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced due to safety mode and suspected premature battery depletion and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker is operating in safety mode. Immediate replacement is expected; however, this pacemaker remains in-service at this time. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was unable to be interrogated, however pacing pulses were noted. Device memory was unable to be accessed due to the low battery state. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be higher than expected. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of reversion to safety mode could not be determined. While the cause of the safety mode could not be determined, detailed analysis confirmed the identified high current battery drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker is operating in safety mode. Immediate replacement is expected; however, this pacemaker remains in-service at this time. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.